Event description:
The patient was in a car accident in 2007. The patient had an adjustment done; since the adjustment, the patient would experience no sensation and then a sudden shocking/jolting sensation throughout her body. She felt stimulation on the left side, but not the right side of her body at times. An x-ray taken by the hcp showed no fracture is the leads (date not reported). At the time of the call to the manufacturer, the patient was at home and her status was "undetermined". On/off options were reviewed with the patient until the device could be checked. It was later reported that the patient had or will have surgery to replace the fractured leads. A follow-up report will be submitted if additional information becomes available.